Event description:
Patient presented post-op condition with pain and cyst after the surgery with calaxo screw. Patient was not released by the doctor for going back to running at her six months check up because the pain continued. She is having trouble squatting and the doctor gave her rooster cone injections that did not help. There are several degrees difference in flexation than her other knee. Doctor scheduled a bone scan for her and the scan showed "hot spots" and "grape like forms", the femur was glowing and the screws were intact. She could still see the threads but the threads had tiny cyst on them. She can only see the cyst on her MRI.

Manufacturer narrative:
Product recall initiated on august 21, 2007.